Manufacturer narrative:
Device received with critical pump error (open book image) due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify pump error 54 and blank display anomalies due to critical pump error. Device received with moisture damage on motor assembly and force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display and the software low level failure occurred. Customer's blood glucose level was 342 mg/dl at the time of incident. Customer stated that they were unable to clear the alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.